Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and was unable to replicate the reported issue. Proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer for use. The downloaded device data was reviewed and the reported issue could not be verified. The cause of the reported issue could not be determined.

Event description:
The customer contacted physio-control to report that their device would not power on. There were no reports of patient use associated with the reported event.

Manufacturer narrative:
Physio-control further evaluated the downloaded device data and observed that at 1:15:42 am on the event date, the device had been powered on for five and a half hours, which resulted in both batteries having a state of charge of 5%. Within the next ten minutes the device unexpectedly lost power and remained off until the 3am self test took place, at which time battery 1 had a state of charge of 0% and battery 2 had a state of charge of 5%. There was no indication the device was ever powered on again on the reported event date. During the next self test passing, the next day, a new battery had been inserted as battery 1 with a state of charge of 85% and the battery 2 had been charged to 100%. This indicates that the likely root cause of the reported issue was due to use error, as the user left the device on for five and a half hours, which depleted the batteries until they were both unable to power the device on. When the user was unable to turn on the device on (B)(6) 2018 they likely removed the dead batteries and put fully charged batteries back in the device.

Event description:
The customer contacted physio-control to report that their device would not power on. There were no reports of patient use associated with the reported event.